Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device showed device is making good communication with the merlin inductive wand. Analysis performed indicated normal device characteristics, and device can interrogate through inductive telemetry throughout the tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.